Event description:
It was reported that a merlin.net transmission revealed a high ventricular rate due to a post t-wave oversensing. The right ventricular lead exhibited r-wave amp variation. Technical services was contacted and programming changes were suggested but they were not performed. The patient was asymptomatic and would continue to be monitored.